Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call of issues with customer's insulin pump. The nurse states the customer's pump screen goes blank sporadically. The nurse was advised to have customer call back in order to troubleshoot the device.